Event description:
Reportedly after switching to this contact lens consumer experienced eye sensitivity in both eyes, developed a stye and ulcer in left eye. Also felt they does not fit properly around the edges. The current status of consumer¿s eye is resolved after returning to previous contact lens. Additional information has been requested but not yet received at the time of report.

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A retain sample evaluation was performed as per criteria; visual mantis inspection and vacuum tester for leakage. The results found that there was no sign of leakage observed in the 12 pieces of lenses. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).